Manufacturer narrative:
Additional information: b5, d10, e1 and h6. B5: upon follow up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent and abdominal pain. Two days after hospital admission, the patient was discharged. On an unknown date, the antibiotic treatment (intraperitoneal) was discontinued and the patient was recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1g, every 96 hourly) and injection meropenem (1g, every day). At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.